Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found unknown white and black contamination (dust-like) at the air input of the blower box. A piece of potential black hair or fiber at the air input of the blower box. Light dust-like contamination on top of the blower motor and the blower motor seal. Tiny unknown black brown and white specs of contamination on the bottom the blower box. Also, two pieces of potential black hair or fiber in the bottom of the blower box. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 32 errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contaminations of dust, hair, fiber and colored specs found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.